Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the pt on (B) (6), 2010 to classify this complaint. The pt alleged that the product issue began approximately 3 weeks prior to contacting lfs. It is not known when the pt had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the pt manages her diabetes with insulin (self adjuster). The pt claimed that she skipped her insulin medication since the meter would not power on. Two weeks after the alleged meter issue began, the pt claimed that she developed "rash, itchiness, diverticulitis, and flashes." The pt denied using any other meter to test her blood glucose. On (B) (6), 2010, the pt stated that she went to the ER because she was feeling pain in her abdomen and was unable to walk. The pt's blood glucose was reportedly tested with the ER meter. The pt stated that she was unable to recall the exact reading, but remembers the hcp saying that her blood glucose was high. The pt claimed that she was admitted in the hospital for a day and a half with the diagnosis of diverticulitis and high blood glucose. The pt mentioned to the mss that she was also treated with an insulin shot the day after her admission (insulin name and dosage was not specified). During the troubleshooting session, the cca documented that the reported meter turns on when the power button was pressed, but not when a test strip was inserted into the meter. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the alleged power issue, reportedly developed symptoms, and received medical treatment from an hcp for a condition suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.